Event description:
Not suctioning, on 2021 - 5:08 pm cst - spoke to patient, she reported there was fluid leaking at the connection between drainage line and her catheter. She states the access tip properly clicked into place. Disconnected the drainage line and connected a new bottle. No leak occurred, drain was completed successfully, no patient harm.

Manufacturer narrative:
(B)(4), follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Not suctioning. On (B)(6) 2021 - 5:08 pm cst - spoke to patient, she reported there was fluid leaking at the connection between drainage line and her catheter. She states the access tip properly clicked into place. Disconnected the drainage line and connected a new bottle. No leak occurred, drain was completed successfully, no patient harm.